Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high and that the keypad was not functioning properly. The blood glucose reading was 472 mg/dl. The customer treated with manual injection and the caller declined troubleshooting.